Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -14.00/2.0/090 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Per reporter the lens is over vaulted and reports a planned explant/exchange. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.